Event description:
Boston scientific received information that noise was present on this lead which was being oversensed. The noise could be removed by arm movement. The patient reported that they sustain a very active lifestyle. There were no reports of inappropriate shocks or pacing inhibition. An x-ray was performed and confirmed a lead fracture. The patient was referred to an electrophysiologist. Approximately one month later surgical intervention was performed and the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed that the trilumen insulation was abraded. The abrasion was smooth and concave most likely caused by lead-on-lead contact. This finding could have contributed to the clinical observation of noise. An x-ray did not find any conductor coil fractures on returned segments of lead. It was noted that portion of lead body was missing and was not returned.